Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation on an unknown date with unknown mentor saline prostheses experienced bilateral baker grade IV capsular contracture post procedure. Removal without replacement was performed on (B)(6) 2021. See 1645337-2021-03506 for contralateral prosthesis report.